Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported event. The condensation removal module (crm) was replaced as a precautionary measure per customer request. Testing was then performed. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported a "leak in intra-aortic balloon (iab) circuit" alarm during use on a patient. No harm to patient. No other patient information available. The patient was switched to another intra-aortic balloon pump (iabp) and it ran fine.